Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a small piece broke out from the tip of the reamer. Patient outcome, no reported problem and no prolongation of surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (reamer, part number 356.821). The investigation of the complained reamer confirmed that the tip was broken off as reported. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Since the exact circumstances during operating procedure are not known, it is likely that a mechanical overloading situation led to the breakage. No product fault could be detected. Patient¿s date of birth was reported as an unknown date in (B)(6) 1952. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(6) supplier: (B)(4), manufacturing date:17. April 2007, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition date received by manufacturer: reported as (B)(6) 2015, should have been (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.